Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit for a mdt device during a tavi procedure. It was noted the patient experienced vascular trauma to left femoral artery at the commencement of the index procedure unrelated to any mdt products. It was reported during the index procedure after dissection of the femoral vessel occurred the physician used the 18fr sentrant sheath to deliver the device whilst temporarily sealing the bleeding. The sheath was then left insitu to allow a second vascular procedure to repair the artery and the physician performed heparin reversal. This resulted in large thrombus formation clotting off the artery. A thrombectomy and laceration repair was then completed however it was reported the patient suffered a stroke. 2 days post the index procedure, the patient was reported to have mobility to all limbs but has symptoms of delirium. Per the physician the cause of the event was anatomy related due to diseased and tortuous femoral arteries. It was also noted the patient was also on no ac therapy which had not been ceased until the day of the index procedure. The cause of the stroke was possibly related to the thrombus. No additional clinical sequelae were reported and the patient will be monitored.